Event description:
Md was performing a bronchoscopy on a patient and the tip of the glidescope beflex broke off and had to be retrieved by the md with forceps. Abnormal chest x-ray. Event abated after use stopped. FDA safety report ID# (B)(4).